Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon further review, additional information was available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the implantable neurostimulator, lead, and extension were explanted on (B)(6) 2017. It was noted that the patient was not in a clinical study. The devices were not replaced with the manufacturer's product. Attempted/not implanted was noted as the reason for removal. The device was used in the patient for treatment. There was no patient death or patient injury.

Manufacturer narrative:
Analysis of the ipg (B)(4) found the ins was functionally ok, insignificant anomalies. Analysis of the lead found lead/body/conductor broken at titan anchor site; lead/body/outer insulation broken; lead/body/outer insulation consistent with metal ion oxidation; lead/body/conductor broken within 10 centimeters of the connector area. Product analysis #228417425: analysis information -- 2017-10-30 16:31:00 cst pli# 30 product ID# 37702 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to electrode #0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Other applicable components are: product ID 3708140 (B)(4) implanted: (B)(6)2007 explanted: (B)(6)2017 product type extension product ID 3708140 (B)(4) implanted: (B)(6)2007 explanted: (B)(6)2017 product type extension product ID 39565 lot# unknown product type lead product ID 3550-39 product type accessory product ID 3550-39 product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they experienced a loss of coverage after a car accident. Impedances were out of range and the leads and extension were going to be revised. The issue was not resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.